Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that infusion set detached from insulin pump a couple of times and insulin pump fell on the floor. Customer's blood glucose was 700 mg/dl. Infusion set would be replaced. Customer did not want to replace pump as it was reported that pump was working.